Event description:
Patient revised for loose tibial, femoral and patella; noted osteolysis and polyethylene wear.

Manufacturer narrative:
No products were returned for examination. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.